Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2016 and upon visualizing the mesh, the surgeon noted ¿dense adhesions between the omentum, mesh and small bowel.¿ it was reported the adhesions were lysed and a large collection of bile was noted in the right lower quadrant. A resection of afferent limb with conversation to roux-en-y, reduction of internal hernia and abdominal washout was performed. It was further reported that following the procedure the wound was left open and a wound vac was placed ¿due to edematous bowel and grossly contaminated abdominal cavity.¿ it was reported patient underwent an abdominal washout and abdominal wall reconstruction on (B)(6) 2016 where the edges of the mesh were trimmed and it was noted ¿that her fascia could not be closed primarily.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, bowel resection, adhesions, recurrence, severe adhesions, lysis of adhesions, organ damage, prolonged hospitalization, revision surgery, complex wound closure, wound vac placement, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information was provided.